Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was having difficulty lowering stimulation after their healthcare professional (hcp) increased the settings on the day of this report. The patient reportedly was having painful, shocking sensation in their feet and toes. The hcp reportedly increased the settings because they did not like the progress the patient was having. The patient was instructed how to lower settings. It was noted the patient would be following up with their hcp a few days after this report. No further complications were reported.

Event description:
On (B)(6) 2017 patltr (con): additional information was received from the consumer indicating that lowering their settings stopped the pain of the shocking sensations. Subsequent attempts to raise the settings resulted in a return of the pain so the patient has kept their settings lowered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.